Event description:
Additional information received identified the scs leads were explanted and replaced with a different model. The patient received effective stimulation following the procedure.

Event description:
The patient has 2 scs leads from the same lot. It was reported, the patient's scs lead(s) has migrated. As a result, the patient has not used stimulation in almost 5 years (date of event is unknown). Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.